Event description:
It was reported patient underwent oss knee procedure on an unknown date. Subsequently, patient was revised on (B)(6), 2012 due to an unknown reason.

Event description:
It was reported patient underwent oss knee procedure on an unknown date in 2011. Subsequently, patient was revised on (B)(6) 2012 due to an unknown reason.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Manufacturer narrative:
Implanted date - sometime in 2011. This follow-up report is being sent to relay initial implant date and product evaluation. Review of explanted device did not indicate a root cause for the device fracture.